Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. (B)(4). Items marked "ni" are unk to us at this time.

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the hemopro remained activated. The reporter stated "while pa was finishing the middle branch litigation and was then removing fatty tissue she released the activation button and it stayed on. She pulled out of the tunnel and was not depressing and it stayed on. She removed the cord unplugged and re-attached and it still remained on when re-attached. A replacement unit was used to complete the procedure. The hosp did not report any pt effects. Maquet cardiovascular anticipates return of the product in question.